Event description:
Facility calculated and approved an external beam treatment plan using 3.1 sp1. The patient's treatment was started. For some reason the plan was recalculated using 3.1 sp2 with no plan changes incorporated. However, none of the fields on the re-calculated plan shows a 45% change. If the re-calculated plan was correct, nine (9) fractions may have been treated at 2.04 gray instead of 1.8 gray reference dose.

Manufacturer narrative:
The root cause indicated that the beam modeling failed to invalidate the dose when a wedge was removed from the beam.